Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was "grey" and the customer was unable to use the pump. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose was 98 mg/dl. The customer reverted to manual injections for insulin therapy.